Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unreadable, as certain areas of the display screen were black. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 273 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.